Manufacturer narrative:
H3: one device was received for analysis. Service history of this device shows that the device has not been in for service yet. The customer problem was confirmed as the occlusion alarm occurred earlier than expected when the device was on. The root cause of the issue was found to be a recalibrated downstream occlusion (dso) sensor. The dso sensor will be calibrated to fix the issue.

Event description:
The customer returned the product for an error message when closing the cassette, during physical inspection it was found that the occlusion alarm occurred earlier than expected when the pump was on. There was no reported patient involvement.